Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system cubies were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user was able to get the medications from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus. A field service engineer found main full height drawer 3 row was not detected on bus. Reseated row board cable and customer able to recover successfully. The fse tested all drawers and slides to ensure proper functionality. Opened the top cover to inspect connections in the electronics drawer and removed accumulated dust from beneath the top cover. The system functioned as intended after the field service engineer repaired the device.